Event description:
A pt reported inaccurate low results with a one touch profile meter. Pt has a 10-year history of iddm. Pt denies having any pancreatic medical problems. Pt claims that two months before this report, the pt experienced symptoms of extreme thirst and 'falling sick' which were associated with low meter readings in the 50s and 70s. Paramedics were called and pt was transferred to hospital were pt's blood glucose was 764 mg/dl. Pt was diagnosed with 'high sugar' and admitted to hospital were pt stayed for 5 days. Dates of admission and discharge are unknown. In 11/2001, pt stopped using ot meter based on hcp advice. Meter has been replaced. No further info is available. No allegations of harm have been made.